Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus. Block h11: the returned cre pro gi wireguided dilatation balloon was analyzed. Functional inspection found that the balloon had a pinhole located approximately at 15 mm from the tip of the device. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was confirmed. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal stricture dilation procedure performed on (B)(6) 2024. During the procedure, dilation was performed at the stenosis site, but water leakage from the tip of the balloon from a balloon pinhole was observed. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal stricture dilation procedure performed on (B)(6) 2024. During the procedure, dilation was performed at the stenosis site, but water leakage from the tip of the balloon from a balloon pinhole was observed. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.